Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 6/4mm amplatzer duct occluder was implanted into the ductus. Upon release, the device embolized into the aorta. The device was retrieved during the procedure and the patient was reported to be recovering without difficulties. It was elected not to attempt another placement at that time and the procedure was aborted. The physician reported that they believed this to be a technical error, and that the device had not been placed far enough into the duct. Of note, there was an earlier attempt to close the duct using coils that also embolized.

Manufacturer narrative:
Corrected information section: d2.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, 4 photos were received from the field. One photo appeared to show measurements of the pda, with the narrowest measurement provided of 2.21 mm. This places the 4mm smaller end of the device less than the recommended size. Furthermore, the physician reported that they believed the device had not been placed far enough into the duct. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. While the sizing and placement of the device are possible contributing factors to the device embolization, the root cause of the event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 6/4mm amplatzer duct occluder was implanted into the ductus. Upon release, the device embolized into the aorta. The device was retrieved with a snare during the procedure and the patient was reported to be recovering without difficulties. It was elected not to attempt another placement at that time and the procedure was aborted. The physician reported that they believed this to be a technical error, and that the device had not been placed far enough into the duct. Of not, there was an earlier attempt to close the duct using coils that also embolized.